Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that, on (B)(6) 2007, patient underwent following procedure: anterior retroperitoneal exposure for anterior interbody fusion of l4-5 and l 5-s1. Pre-op and post-op diagnosis: degenerative disc disease of l4-5 and l5-s1. No complications were reported. On (B)(6) 2007, patient underwent following procedure: l4-5 and l5-s1 anterior lumbar discectomy, followed by placement of a interbody cage with bone morphogenic protein (bmp) and followed by anterior instrumentation with screws. Also, l4-5 and l5-s1 arthrodesis. Hardware: two stay-lift cages and four screws, along with bmp. Pre-op and post-op diagnosis: degenerative disc disease. As per op-notes: ".. The trial were used to obtain appropriate size of implant, the a atay-lift interbody device packed with bmp in middle was gently tamped into the prepared disc space.. There were no immediate post-op complications.." On an unknown date post-op, patient alleged unspecified injuries due to use of rhbmp-2/acs.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.